Event description:
Facility alleges blood leak during dialysis. Reports blood leak detector alarmed; large fiber leak noted. Unable to return blood. Estimated blood loss > 100 cc. No pt injury or further medical intervention required.